Manufacturer narrative:
This investigation will be updated should pertinent information become available in the future.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited noise during non-sustained ventricular tachycardia (nsvt) episodes. Pacing inhibition over two seconds was also observed. Technical services (ts) was consulted and upon review discussed it appears to be electromagnetic interference (emi). Clinical evaluation will be performed. This right ventricular (rv) lead remains in service. No additional adverse patient effects were reported.